Manufacturer narrative:
The report of ¿shocking sensation¿ at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain sensations at the ipg site is consistent with occurring due to patient anatomy or the location of the pocket site. The patient did not report any falls or trauma and the report did not state if the ipg pocket site was relocated during the revision.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13271. It was reported the patient experienced shocking sensation at the ipg site. In turn, the system was explanted on an unknown date.